Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive along the bottom portion of the touchscreen, preventing the unlock swipe while the top of the screen remained functional, which rendered the device unusable. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alarms or alerts related to therapy interruption and no medical intervention or hospitalization. Investigation included review of the device performance based on the user¿s description and logistical verification of shipping information for device replacement and return. Investigation of this device revealed a touchscreen responsiveness failure localized to the lower display area consistent with a screen hardware malfunction that impeded user interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.